Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited signs of erosion. The patient was hospitalized pending product removal and replacement with a subcutaneous product. No other adverse effects were noted. Subsequently, the device was confirmed explanted and replaced. No procedural complications and no return of product is expected.